Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case #: 01108045 case subject: npi 8015 error code 110.6021 (B)(4). Case description: customer reports error code 110.6021 on their 8015. Failure device type: failure problem type: failure mode: case resolution: informed customer this is most likely due to the keypad. Recommended replacing the keypad. Transferred customer to order management to place order for front cases/ keypads. Ended call.